Manufacturer narrative:
The device was received for evaluation. During functional testing , 'failed downstream occ' was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed evidence of downstream occlusion alarms however this would not verify a test failure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the force sensor was found out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.